Event description:
The customer reported that a patient was connected to an intellivue mx40 and the telemetry signal to the patient information center ix (pic ix) was lost at 20:15 on (B)(6) 2022. The patient died.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient was connected to an intellivue mx40 and the telemetry signal to the patient information center ix (pic ix) was lost at 20:15 on (B)(6), 2022. The patient died the next morning.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The logs were retrieved and forwarded to a philips clinical product specialist (cps) for review of the requested bed label 26. The customer requested information on whether there was any alarming for the following: 1. Was it alarming low battery prior? 2. Was it alarming no data telemetry ? 3. If there were alarms, were they silenced ? 4. Was it a lead off situation ? Was it alarming low battery prior? There was no telemetry low battery alarm on (B)(6) for bed 26. The cps filtered the (B)(6) data for tele battery low alarming. See the bed label column for beds receiving that alarm on (B)(6). Was it alarming no data telemetry ? No. There are no visible log entries of alarming for no data telemetry for bed 26 on (B)(6). If there were alarms, were they silenced ? Not applicable. There was no alarming and there were no actions displayed in the logs from bed 26 on (B)(6) was it a lead off situation ? No, there are no visible log entries displaying a lead off situation for bed 26 on (B)(6). This is considered a product malfunction; the cause was not determined as bed 26 does not appear in the logs. Information was provided to the customer to resolve the issue.